Event description:
The customer alleges the chambers are not airtight and therefore no suction was available. They were allegedly unable to secure an underwater seal, which reportedly resulted in a false indication of an actively leaking pneumothorax. Additional information provided on 04/2002 indicates the customer set up the unit according to the instructions for use and has been using pleur-evacs for seven years. The customer used a second unit without issue. The pleur-evac was being used during a thoracotomy.